Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: syringe 30ml ll s/c 56. 302832. Lot 3066793. Verbatim: this morning the techs were pulling medication in the syringe. When pulling the medication, there appears to be a white residue on the black rubber stopper. Also noticed the fm on the top of the syringe (possibly from pulling the syringe up). Appears to be a shiny white substance. No impact, needed a new syringe.

Manufacturer narrative:
H.6. Investigation summary: it was reported there was a white residue on the stopper. To aid in the investigation, eight photos were provided for evaluation by our quality team. The photos show a syringe with what appears to be excessive lubricant on the rubber stopper. No other defects or imperfections were observed. This defect could occur if the lubricant was not distributed evenly during the siliconization process. A device history record review was completed for provided material number 302832, lot 3066793. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The photos will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. H3: see h.10.